Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dental needle. The customer reports that an end user had a needle break off during use. No add'l info regarding the event or any medical intervention taken in response has been provided to covidien at this time.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.